Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Testing was performed in other shock vectors, which reproduced shock impedance measurements of greater than 125 ohms. An echocardiogram was performed and the patient had a left ventricular (lv) clot. The patient was being put on blood thinner medications and received a life vest, and would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the shock impedance measurements had continued to gradually increase. A commanded 41 joule shock had been delivered in the prior year to test the shock impedance measurements, which resulted in a measurement of 81 ohms. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to update evaluation coding.